Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed that the last basal delivery and the last bolus were on (B)(6) 2014. A review of the black box showed a replace cartridge alarm and a replace cartridge alarm had recorded. On (B)(6) 2014 the pump was manually suspended and resumed. The total daily dose history for (B)(6) 2014 showed accurate calculation; only typical usage was observed in alarm history. During testing, the pump passed a delivery accuracy test successfully and was found to be delivering within specifications. The inaccurate delivery issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.